Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4) on 30-nov-2018. The most recent information was received on 13-dec-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ("back pain") and autoimmune disorder ("new-onset autoimmune disease (my own antibodies attack my antibodies)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypoacusis ("diminished hearing"), ear pruritus ("itchy ear canal"), dry mouth ("dry mouth"), thirst ("very thirsty"), wheezing ("wheezing"), metrorrhagia ("vaginal bleeding between periods"), vaginal discharge ("abundant clear or brown discharge"), feeling cold ("constantly feeling cold/ decreased body temperature even when 25°c outside"), hypothyroidism ("hypothyroidism"), micturition urgency ("desire to urinate frequently"), loss of libido ("complete loss of libido"), abdominal distension ("constantly bloated tummy"), breast swelling ("breasts and stomach swollen and unbearably painful throughout menstrual cycle"), breast pain ("breasts and stomach swollen and unbearably painful throughout menstrual cycle"), dysmenorrhoea ("breasts and stomach swollen and unbearably painful throughout menstrual cycle"), fatigue ("constant fatigue"), sleep disorder ("sleep disturbances"), hypovitaminosis ("vitamin deficiency"), peripheral coldness ("cold hands and icy feet"), arthralgia ("joint pain / bilateral hip pain"), disturbance in attention ("impossible to concentrate"), neuralgia ("unbearable neuralgia"), limb discomfort ("heavy legs"), pruritus generalised ("intense bodily itching"), vision blurred ("blurry, double vision"), diplopia ("blurry, double vision"), lacrimation increased ("eyes that tear and sting"), eye pain ("eyes that tear and sting"), dermatitis allergic ("constant facial skin allergies"), eye swelling ("eye swelling during allergy attacks"), memory impairment ("diminished memory"), anxiety ("sudden anxiety"), anhidrosis ("no more bodily sweating system"), skin odour abnormal ("different, very unpleasant body odor"), alopecia ("excessive hair loss (a fistful every morning on the pillow)"), rash papular ("very dry, itchy skin with redness and small bumps"), rash ("very dry, itchy skin with redness and small bumps"), diarrhoea ("intense diarrhea"), gastrointestinal pain ("painful intestines"), abnormal faeces ("foul-smelling stools"), flatulence ("excessive, smelly gas"), asthenia ("no resistance even to the slightest effort") and hypersomnia ("14 hours of sleep per day with resultant inactivity and lack of desire to work") and was found to have weight increased ("15 kg weight gain"). At the time of the report, the back pain, autoimmune disorder, hypoacusis, ear pruritus, dry mouth, thirst, wheezing, metrorrhagia, vaginal discharge, feeling cold, hypothyroidism, micturition urgency, loss of libido, abdominal distension, breast swelling, breast pain, dysmenorrhoea, weight increased, fatigue, sleep disorder, hypovitaminosis, peripheral coldness, arthralgia, disturbance in attention, neuralgia, limb discomfort, pruritus generalised, vision blurred, diplopia, lacrimation increased, eye pain, dermatitis allergic, eye swelling, memory impairment, anxiety, anhidrosis, skin odour abnormal, alopecia, rash papular, rash, diarrhoea, gastrointestinal pain, abnormal faeces, flatulence, asthenia and hypersomnia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abnormal faeces, alopecia, anhidrosis, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, breast pain, breast swelling, dermatitis allergic, diarrhoea, diplopia, disturbance in attention, dry mouth, dysmenorrhoea, ear pruritus, eye pain, eye swelling, fatigue, feeling cold, flatulence, gastrointestinal pain, hypersomnia, hypoacusis, hypothyroidism, hypovitaminosis, lacrimation increased, limb discomfort, loss of libido, memory impairment, metrorrhagia, micturition urgency, neuralgia, peripheral coldness, pruritus generalised, rash, rash papular, skin odour abnormal, sleep disorder, thirst, vaginal discharge, vision blurred, weight increased and wheezing with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-nov-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ("back pain") and autoimmune disorder ("new-onset autoimmune disease (my own antibodies attack my antibodies)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypoacusis ("diminished hearing"), ear pruritus ("itchy ear canal"), dry mouth ("dry mouth"), thirst ("very thirsty"), wheezing ("wheezing"), metrorrhagia ("vaginal bleeding between periods"), vaginal discharge ("abundant clear or brown discharge"), feeling cold ("constantly feeling cold/decreased body temperature even when 25°c outside"), hypothyroidism ("hypothyroidism"), micturition urgency ("desire to urinate frequently"), loss of libido ("complete loss of libido"), abdominal distension ("constantly bloated tummy"), breast swelling ("breasts and stomach swollen and unbearably painful throughout menstrual cycle"), breast pain ("breasts and stomach swollen and unbearably painful throughout menstrual cycle"), dysmenorrhoea ("breasts and stomach swollen and unbearably painful throughout menstrual cycle"), fatigue ("constant fatigue"), sleep disorder ("sleep disturbances"), hypovitaminosis ("vitamin deficiency"), peripheral coldness ("cold hands and icy feet"), arthralgia ("joint pain / bilateral hip pain"), disturbance in attention ("impossible to concentrate"), neuralgia ("unbearable neuralgia"), limb discomfort ("heavy legs"), pruritus generalised ("intense bodily itching"), vision blurred ("blurry, double vision"), diplopia ("blurry, double vision"), lacrimation increased ("eyes that tear and sting"), eye pain ("eyes that tear and sting"), dermatitis allergic ("constant facial skin allergies"), eye swelling ("eye swelling during allergy attacks"), memory impairment ("diminished memory"), anxiety ("sudden anxiety"), anhidrosis ("no more bodily sweating system"), skin odour abnormal ("different, very unpleasant body odor"), alopecia ("excessive hair loss (a fistful every morning on the pillow)"), rash papular ("very dry, itchy skin with redness and small bumps"), rash ("very dry, itchy skin with redness and small bumps"), diarrhoea ("intense diarrhea"), gastrointestinal pain ("painful intestines"), abnormal faeces ("foul-smelling stools"), flatulence ("excessive, smelly gas"), asthenia ("no resistance even to the slightest effort") and hypersomnia ("14 hours of sleep per day with resultant inactivity and lack of desire to work") and was found to have weight increased ("15 kg weight gain"). At the time of the report, the back pain, autoimmune disorder, hypoacusis, ear pruritus, dry mouth, thirst, wheezing, metrorrhagia, vaginal discharge, feeling cold, hypothyroidism, micturition urgency, loss of libido, abdominal distension, breast swelling, breast pain, dysmenorrhoea, weight increased, fatigue, sleep disorder, hypovitaminosis, peripheral coldness, arthralgia, disturbance in attention, neuralgia, limb discomfort, pruritus generalised, vision blurred, diplopia, lacrimation increased, eye pain, dermatitis allergic, eye swelling, memory impairment, anxiety, anhidrosis, skin odour abnormal, alopecia, rash papular, rash, diarrhoea, gastrointestinal pain, abnormal faeces, flatulence, asthenia and hypersomnia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abnormal faeces, alopecia, anhidrosis, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, breast pain, breast swelling, dermatitis allergic, diarrhoea, diplopia, disturbance in attention, dry mouth, dysmenorrhoea, ear pruritus, eye pain, eye swelling, fatigue, feeling cold, flatulence, gastrointestinal pain, hypersomnia, hypoacusis, hypothyroidism, hypovitaminosis, lacrimation increased, limb discomfort, loss of libido, memory impairment, metrorrhagia, micturition urgency, neuralgia, peripheral coldness, pruritus generalised, rash, rash papular, skin odour abnormal, sleep disorder, thirst, vaginal discharge, vision blurred, weight increased and wheezing with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.